Manufacturer narrative:
(B)(4). Visual evaluation of the provided photos and returned product found the sterile packaging exhibits damage visually consistent with thermal damage. Sterility or breach thereof cannot be determined. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided for review. The root cause of the reported event can be attributed to a manufacturing issue. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the outer package appeared to have been melted while the implant looked uncompromised. There was no patient involvement. Attempts have been made and no further information has been provided.